Event description:
Boston scientific received information that, during implant, this right ventricular (rv) lead caused a small perforation. A periocardiocentesis was performed to remove the fluid and no further symptoms. There were no additional adverse patient effects reported.

Manufacturer narrative:
This rv lead was discarded at the hospital. At this time, there is no additional information. Should additional information become available, this report will be updated.